Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery (B)(6) 2013. Revision of cage glenoid 3 years post op due to glenoid disassociation.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Index surgery (B)(6) 2013. Revision of cage glenoid 3 years post op due to glenoid disassociation.